Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. However device passed basic occlusion test, occlusion test, displacement test and no delivery test. Device was received with scratched display window, cracked display window corner, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had cracks and pieces missing were reservoir is inserted. The blood glucose at the time of the incident was 205 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.